Event description:
The complainant reported that a vaxcel chest port was therapeutically implanted in a female pt with a history of cancer in 2007. There were no reported complications with the insertion. A chest x-ray performed 9 days following the implant re-confirmed the device placement. Nineteen (19) days after port placement the pt complained of pain located in the area above the port. The pt went to a community hosp the following day where a chest x-ray again confirmed the port placement. This hosp also performed an ultrasound of the site and a dye injection study with fluoroscopy. The radiologist reported that there was a wisp of dye at the tip of the catheter, and reconfirmed device placement and patency. The following day the pt returned to the same hosp that had performed the port implant, to undergo chemotherapy treatment. During pt treatment the blood return was found to be sluggish, yielding approx a 1 cc blood return; however, the port flushed easily. The needle was changed, but again only yielded a 1 cc blood return. Heparin was injected and dwelled, yielding no change. There was no swelling at site. A chest x-ray was then ordered, but was not immediately reviewed by the oncology staff. The x-ray showed an abnormal position of left venous catheter, with the curved tip in lower lateral right atrium against the atrial wall, and the other end detached in the mid portion of the left subclavian vein. The pt underwent the retrieval of the catheter tip the following day, and did well following the removal. The catheter tip was not saved by the interventional radiologists, although they did report that the housing for the catheter was clamped down with the securing screws in place.

Manufacturer narrative:
The complainant reported that the device will not be returned for eval, as it was discarded after removal from the pt; therefore, a physical eval will not be performed. A review of the device history record for this lot was performed; no anomalies were noted. A review of the november 2007 complaint trend report was performed for any similarly reported failure modes on the vaxcel port (standard) product family. The review was only conducted on failure modes on the vaxcel port (standard), as this particular catheter is only used in conjunction with this particular product family. The failure modes reviewed were "device broken/migrated" and "catheter fractured". Neither failure mode reviewed constitutes a current adverse trend. At this time we are unable to definitively determine the relationship between the device and the cause for this event.